Event description:
After 31 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated, in addition, no magnet response was observed. It should be noted that the device was not checked every three month.

Event description:
After 31 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated; in addition, no magnet response was observed. It should be noted that the device was not checked every three month.